Event description:
It was reported that there was an infection of unknown type at the device pocket. It was unknown at the time of the report if a culture was taken, if antibiotic treatment was necessary, or when the onset/diagnosis of infection occurred. Due to this event, a surgical intervention was planned for (B)(6) 2014 to explant the system from the abdomen and replace the device and implant it in the chest. There was no alleged product issue. Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 64002, lot# n450582, implanted: (B)(6) 2014, product type: adapter. Product ID: 748295, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748295, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387-40, lot# j0424970v, implanted: (B)(6) 2004, product type: lead. Product ID: 3387-40, lot# j0425004v, implanted: (B)(6) 2004, product type: lead. (B)(4).